Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in spec with respect to the reported false upstream occlusion alarms, which were not reproduced. The messages were confirmed through review of the event history log and the upstream sensor was replaced to correct this condition.